Event description:
Upon awakening in the morning the pt experienced low blood glucose symptoms. Spouse used the suspect device to check their blood glucose and obtained a result of 256mg/dl. Paramedics were called and their meter read 20mg/dl. Pt was given an IV and transported to the hospital. No treatment was provided at the hospital. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.